Manufacturer narrative:
Evaluation summary: issue: needle break off in use. Evaluation summary: customer returned (8) 8mm, 31g pen needles (1 open without the tear drop label, 7 sealed) from lot #1229700. No bent or broken IV or non patient end of the cannula was observed on any of the sealed samples. Microscopic examination of the returned sample (used/open) revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The inner shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Complaint cannot be confirmed as a defect. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted related to issue reported. Quality will continue to monitor on monthly trend report.

Event description:
Daughter of patient reported that needle broke off during injection. Patient went to e.r. And had x-ray, which determined the needle was in the patient's thigh. Since patient is on coumadin, doctor does not want to make an incision if it is not necessary. Doctor prescribed antibiotic to prevent infection.